Manufacturer narrative:
An event of device deformation could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the implant procedure, while deploying the device, the physician noted that the device had a cobra deformation. The device was recaptured and removed from the patient. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure. The patient is stable.